Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their ins charge level depletes faster and they had to charge it every day now. Pt said the issue started couple of months ago. Pt stated they were able to charge the ins up to 100% but they have to do it every day because if they don't 'it runs out'. Pt said they didn't change the settings and said the 'battery' is getting weak. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to set up an appointment with a manufacturer representative (rep) to further address the issue. Pt said they are 5 hours away from their doctor's location and they need a closer one. Agent sent an email for physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.